Manufacturer narrative:
The field service engineer did not determine a specific cause but found the sample probe was slightly misadjusted. He performed proactive steps, by flushing the rinse tubing, the vacuum valves, and the ise valves. He adjusted the sample probe and the ise sipper. He ran successful calibration and qc and a patient comparison. The investigation determined the issue was resolved by the service actions.

Manufacturer narrative:
The cobas 6000 c 501 serial number was (B)(6). The customer performed air purges, cleaned the ise probe, primed the ise reagents, and performed ise checks. The investigation is ongoing.

Event description:
There was an allegation of questionable low ise indirect gen 2 results from the cobas 6000 c 501 analyzer. The samples were repeated on a cobas pure analyzer and then on the cobas 6000 analyzer. Sample 1 initial result was 130 mmol/l and the repeat results were 138 mmol/l on a cobas pure analyzer and 139 mmol/l on a cobas 6000 analyzer. Sample 2 initial result was 131 mmol/l and the repeat result was 139 mmol/l on a cobas pure analyzer. The questionable results were reported outside of the laboratory.